Event description:
The report we received from the field indicated that during a stenting procedure, a 3.0 x 13 cypher had a small wire coming out from the shaft near the balloon. There was no report of patient injury.

Manufacturer narrative:
The product is available for evaluation, but has not been received. Additional information will be submitted within 30 days from receipt.